Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that there was a issue with the keypad buttons. No further information was provided. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: investigation was unable to duplicate the original complaint about the keypad issue. Investigation found no damage or peeling to the keypad. All the keypad buttons were responsive. The keypad was removed and there was no evidence of contamination on the key contacts. The pump was opened and investigation found no evidence of moisture or corrosion near the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.